Manufacturer narrative:
Device evaluation by manufacturer: the returned device is a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed the device is stuck on a guidewire.

Event description:
It was reported the device was stuck on guidewire. The 90 mm calcified chronic total occlusion (cto) was located in the superficial femoral artery (sfa) to the popliteal artery. A 2.4 mm jetstream xc catheter was selected for a left leg angiogram and atherectomy procedure to treat peripheral artery disease (pad). During usage, the device became stuck on a non-bsc guidewire and the device became difficult to remove. The device and guidewire had to be removed together as one unit. There were no patient complications, and the case was completed with another device of a different model.

Event description:
It was reported the device was stuck on guidewire. The 90 mm calcified chronic total occlusion (cto) was located in the superficial femoral artery (sfa) to the popliteal artery. A 2.4 mm jetstream xc catheter was selected for a left leg angiogram and atherectomy procedure to treat peripheral artery disease (pad). During usage, the device became stuck on a non-bsc guidewire and the device became difficult to remove. The device and guidewire had to be removed together as one unit. There were no patient complications, and the case was completed with a another device of a different model.